Event description:
The surgeon reported experiencing "corneal burn/ incisional gape" in dense cataracts during cataract extraction procedures.

Manufacturer narrative:
Evaluation summary: the phacoemulsification machine was examined and tested at the customer location by an advance medical optics service technician. No issues were detected that related to the incident however it was noted during testing that one of the customer's handpieces failed a continuity test. The phaco specialist reviewed the settings with the surgeon and noted that the surgeon was not utilizing the machine's whitestar feature during nuclear sculpting.